Event description:
It was reported that this lead was explanted due to unknown reasons. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the anode conductor had a break approximately 263-267 mm from the terminal end. Additionally, there are 2 deformations, and white insulation residue on 2 sides of the lead in the area. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this lead was explanted due to unknown reasons. This device is expected to be returned for analysis. No further adverse patient effects were reported.